Manufacturer narrative:
Block b3: exact date unknown, event occurred last week from date manufacturer was made aware.

Event description:
It was reported that the patient had some swelling around the ipg incision area. The patient was prescribed with antibiotic.

Event description:
It was reported that the patient had some swelling around the ipg incision area. The patient was prescribed with antibiotic. Additional information was received that the patient was recovering well and no further intervention was needed.